Manufacturer narrative:
Unique identifier (UDI)#: (device identifier) ¿ (B)(4). Approximate age of device - 1 year and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient¿s lactate dehydrogenase (ldh) was in the 1000¿s u/l. The patient's blood flow was pulsatile despite the clinicians increasing pump speed, and partial pump occlusion was suspected. No additional information was provided.

Event description:
It was reported that the patient¿s ldh peaked at 1,006 u/l. The patient was also found to have positive blood cultures on (B)(6) 2018 and was started on daily antibiotics and intravenous heparin. An echocardiogram was performed on unspecified date and showed aortic valve opening through 12,000. Intravenous heparin was continued and ldh began to trend down. The patient became extremely septic and expired on (B)(6) 2018, the device was not explanted for analysis as family declined autopsy. No additional information was provided.